Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilators touchscreen was not sensitive to touch. The issue was found during set up, with no delay to therapy noted. The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen, and the unit passed all testing.